Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for device upgrade. During procedure, the right ventricular lead exhibited sensing anomaly and insulation anomaly. The lead was explanted and replaced. The patient was well prior and post operation.